Event description:
During a thrombectomy procedure two retrievers were used in the occluded left internal carotid artery (lica). It was reported that a day post procedure, a hemorrhagic infarction occurred in the occluded area. The patient died three days post procedure due to cerebral swelling from extensive cerebral infarction. The relationship between the patient's outcome post procedure and devices used is unknown. No additional information is available.

Event description:
During a thrombectomy procedure two retrievers were used in the occluded left internal carotid artery (lica). It was reported that a day post procedure, a hemorrhagic infarction occurred in the occluded area. The patient died three days post procedure due to cerebral swelling from extensive cerebral infarction. The relationship between the patient's outcome post procedure and devices used is unknown. No additional information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke, hemorrhage and patient outcome of death are known risk associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device is not available.